Event description:
It was reported the tlc55 was used during a total gastrectomy. It was reported by the affiliate some of the staples (2-3 beginning of staple line) were malformed. The surgeon put some stitches to close the tissue. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49010. Ees #.980626/a. D5,6; h4: information not available, device not returned for analysis.